Event description:
It was reported that when the external pulse generator (epg) was powered up, the rate was at 80 and the atrial and ventricular output is at 10 ma. There was also a message that appeared which was in the incorrect language for the user. Technical services (ts) directed the biomedical engineer (be) to check the battery voltage. The battery was at end of life. The battery was replaced and the epg was placed back in service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).